Event description:
It was reported that the device was explanted and competitor's valve was implanted as a replacement due to a failed ring repair. No further details were provided. Information was learned through japan implant patient registry. The device will not be returned as it was discarded at the hospital.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This is for report only. No customer letter is requested. No product return.

Event description:
It was reported that a (B) (6) male patient was treated for left sided vt who had a vt ablation 7 days prior. Initial voltage and local activation time maps suggested a scarred and poorly functioning ventricle. The physician gained access from both left and right femoral points. The physician also decided to do a pericardiocentesis to gain epicardial access for mapping and possible ablation later in the case. Transseptal puncture was done to gain access to left, artisan and navistar were inserted successfully. The long version of the artisan appeared to be obstructing the nav sensor). The sensor was sufficiently outside the artisan sheath to fam and visualise the navistar but the physician could not visualise the navistar or the ez steer cs catheter. Electro-anatomical points were collected on top of the fam. During this point collection it was noted that the patient had a fluctuating systolic bp ranging from approximately 130 to 60 during stimulation. Pressure recovered fairly quickly post-stimulation. Whilst collecting apical portion of lv data, it was noted that systolic pressure had dropped to 47. Pressure did not stabilise and dropped again to 27 which was when cardiac massage was initiated by the consultants. Initial attempts to stabilize patient were successful but within 20 minutes, systolic pressure had dropped again. The consulting surgeon decided to investigate and discovered a single puncture in the lv from the inferolateral aspect which was sealed before the patient was taken to intensive care. The patient died 6hrs after initial event. The patient had a history of poorly functioning lv with one prior ablation and also had a pacemaker fitted. The prior ablation was unsuccessful as he could not reach the key area within the ventricle.

Manufacturer narrative:
Device was explanted at implant due to a failed ring repair and replaced by a competitor's valve. No other information is available regarding this event. Implant date was incorrectly reported.(B) (4) = failed ring repair.

Event description:
Information received indicates the h/low function of the bed is not rising evenly and the head of the bed is drifting.

Manufacturer narrative:
On 07/29/2010 through additional follow up with our (B) (4) office, the implant date was incorrectly stated in the original report and attempts to gain this information have yielded no results. The reason for explant is also unknown. It was thought that this was a failed ring repair but could not be confirmed with the surgeon. What has been confirmed is that the ring was implanted and it was replaced by a valve. Only the date of explant is known. No additional information is available.